Manufacturer narrative:
On 02/27/2016 a medtronic representative performed an imaging system check-out: mechanical, navigation, cable grade,safety inspection and software areas passed. Imaging modalities test failed. Low frame error is displayed on the mobile viewing system (mvs) monitor when a 2d exposure is taken. Broken wire on lemo end of the umbilical. Replaced umbilical cable. Performed a system check-out and found imaging system operational. Issue resolved. System performed as intended. Return requested. Replacement mvs interface cable shipped to site. No parts have been received by manufacturer for analysis. On 03/17/2016 a medtronic representative, following-up at the site, reported confirmed with the site radiographic technologist (rt) that navigation was abandoned. The procedure proceeded with c-arm and the patient had no complications. Since then, replaced the umbilical cord and the site has been using the imaging system with no further issues no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the image showed an error image quality too low. In trouble-shooting, an imaging system re-boot did not resolve the issue. The surgeon opted to discontinue the use of the navigation system and the imaging system and brought in a c-arm to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect mvs interface (umbilical) cable confirmed the reported issued. Cable failed bench level testing. Continuity test passed. The 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Passed visual inspection. The reported issue was confirmed to be caused by an electrical failure of the umbilical cable.

Manufacturer narrative:
(B)(6).